Event description:
It was reported that balloon rupture and vessel dissection occurred. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 3.00mm x 20mm emerge balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. Vessel dissection was also noted which was caused when the balloon ruptured. An additional unspecified stent was placed to treat the dissection. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).